Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia due to insulin flow block. The blood glucose value at the time of the event was 326 mg/dl. The blood glucose value at the time of the call was 132 mg/dl. The customer was treated with insulin pump. No further patient complications were reported. The customer also reported pump had hanging screens randomly. Troubleshooting was performed and high bg event was resolved by replacing set. Auto mode feature was no active at the time of the incident and customer had been using the insulin pump within 48 hours of the reported event. Customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. All buttons functioned properly during testing. Unit partially downloaded to thump. No prime fill anomaly or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2024 20:01:10.000 in pump downloaded history. The keypad traces and electronic assemblies were inspected, and moisture damage noted to the keypad traces, motor, force sensor, pcb1, and pcb2. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, corroded home switch, and corroded battery tube. Pump passed functional testing. Confirm alleged high bg's and low bg's in the pump history. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.